Event description:
A registered nurse from the home healthcare company reported, "unit is not pressure alarming and unable to get into submenu settings. Also, unit is not giving high enough volumes". On 9/13/07, additional information was received stating, "this event has occurred while testing and while on pt. Pt uses vent only at night. Pt having o2 sat levels in low 80 and high 80 on vent. Caregiver (father) notes no low pressure alarm when pt required suction and started to investigate".